Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Additional method code: communication/interviews (4111), d10 ¿ product received on: 31aug2020. Investigation ¿ evaluation: chengdu chengfu med. Equip. Co in china informed cook of an incident involving a mira-flex microcatheter. When the operator was injecting the microcatheter, the tip of microcatheter separated from the catheter. A new device was used to complete the procedure. No unintended section of the device remained inside the patient¿s body, the patient did not require additional procedures due to this occurrence and there have been no adverse effects to the patient due to this occurrence. The user said the injection pressure was the one listed in the product¿s instructions for use [IFU] that came with the device. A review of the complaint history, device history record, drawing, instructions for use (IFU), quality control, and specifications of the device, as well as a visual inspection and supplier investigation, were conducted during the investigation. The complainant returned one catheter to cook for investigation. Physical examination of the returned device showed no biomatter present. There was kink on the catheter's shaft 9.5cm from the distal tip. Both the strain relief and proximal fittings are separated from the catheter's shaft. The strain relief and proximal fitting were also separated from each other. The proximal fitting has evidence of glue. Additionally, a document based investigation evaluation was performed. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The risks associated with these devices are acceptable when weighed against the benefits. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: warnings: -¿if resistance is felt between the vessel and catheter, or between the catheter and wire guide, verify the cause of resistance by fluoroscopy remove the catheter and wire guide as a unit. Damage may occur to the catheter and/or wire guide.¿ precautions: ¿the miraflex 18 microcatheter fits through any angiographic catheter that accepts a 0.035 inch wire guide. Instructions for use: ¿using standard technique, place appropriate angiographic catheter or guiding catheter into the vascular system.¿ ¿remove the catheter spiral holder from its sealed packaging.¿ ¿attach a syringe filled with heparinized saline solution or sterile water to luer lock fitting of the catheter holder.¿ ¿introduce the microcatheter and wire guide assembly through the hemostatic valve.¿ ¿using fluoroscopy, introduce the microcatheter and wire guide assembly into the vascular system, making sure the wire guide is always head of the catheter.¿ how supplied: "store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ the investigation found that the affected component is supplied to cook from lake region medical. Cook requested that the supplier investigate this occurrence. The supplier reviewed the device history record for the raw material lots and found all tensile strength values exceeded the cook and iso specification. During investigation, ten (10) additional lots for the same item number were reviewed and all tensile strengths values exceeded the specification as well. The supplier concluded all the tensile strengths exceeded cook and iso specification; therefore, the supplier concluded no corrections are required. A review of the device history record (DHR) was also conducted as a part of the investigation. The DHR for the complaint lot and related raw material and subassembly lots record no nonconformances. A database search was completed on the lot and one additional complaint was found. This complaint was reported from the same user facility, at the same time and for the same failure (reported under medwatch report #:1820334-2020-01458). The raw material lots fulfilled additional final lots. A database search was completed on these lots and no additional complaints were found. Cook also investigated the supplier lots for the complaint devices and found no trends. As there are adequate inspection activities established, objective evidence that the DHR was fully executed and no non-conformances, it was concluded that there is no evidence that nonconforming product exists in house or in field. Findings of this investigation revealed no evidence to suggest the device was manufactured out of specification. It is possible that excessive pressure was applied during the flushing stage. Based on the information provided, the examination of returned product, and the results of the supplier investigation, it was concluded that a component failure, without manufacturing or design deficiency contributed to the failure mode. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a male patient required a mira-flex microcatheter for a transarterial chemoembolization (tace) procedure in the liver. During the procedure, the operator noted "the tip of the microcatheter was separated from the catheter". The device was replaced with a similar device to complete the procedure successfully. An image provided by the customer revealed the hub had separated from the sheath and the white strain relief. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.